Manufacturer narrative:
Product event summary: the full catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter shaft was nicked. Visual analysis of the lead indicated damage during use. The analyst noted that visual inspection found the returned catheter was kinked in various locations and the tip was nicked; damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was resistance observed with the low-voltage pacing lead when crossing the sheath. The lead could not be rotated. The delivery catheter was replaced. No patient complications have been reported as a result of this event.